Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported that the unit got wet and no longer turning on. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side, cracked middle (enter) keypad button. After battery installation, a blank display was noted. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The case was cut open, and the boards were wet once they were taken out of the case. After visual inspection, there is corrosion all along the bottom of the inside of the case including the bottom of pcba1. Upon opening the case, the j7 aa battery connector was partially detached from the board pcba1. An attempt was made to place the original pcba2 onto a known good pcba1 to get the software version but to no avail. In summary, the customer¿s report that the unit got wet and no longer turning on was confirmed. The blank display is due to the partially detached pcba1 j7 aa battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display due to the moisture exposure. Customer stated that the insulin pump was soaked in water. Customer stated that the pump did not turn on and flashed red light when battery placed in it. Customer received an alarm immediately after moisture exposure. Insulin pump did not pass the self test. Status of auto mode feature was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.